Manufacturer narrative:
Additional information: b6, d9, g3, h3, h6 correction: b1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that the ceramic tip had detached from the device. The ceramic tip was not returned. The shaft was not cracked at the ceramic tip attachment point. The shaft was inspected under magnification, and adhesive residue was observed at the attachment point. The device was recognized when connected to a generator. It was reported that a component became disengaged, the device leaked, and an alarm was activated, resulting in a device-related aborted procedure. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a renal tumor ablation procedure using the emprint needle, the ceramic tip of the ablation needle detached and remained within the renal mass. The procedure went fine and there were no issues. Simple insertion through a well-sized skin incision, no excess force whatsoever on the needle. Needle was inserted in real-time under ultrasound, the echogenic needle tip was clearly present at procedure start. At 8.20 minutes through a 10 minutes 150w cycle, the nurse noticed the fluid in the 500 cc bag was out, a second or two later the antenna alarm beeped and the cycle stopped. Connected a new bag and finished out the ablation. When smoothly removing the needle at procedure end, there was no tip and fluid was dripping from the tip. Computed tomography, which was part of the procedure, was performed to locate the retained needle tip and it was found in the deep margin of the tumor. A large amount of fluid was observed around the kidney as well. Although two lesions were initially planned for ablation, the surgeon chose to abort the procedure after the incident due to the significant fluid accumulation. The treatment for second lesion was rescheduled. The patient is currently doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.